Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and found the teflon pad with a large amount of tissue build up and also partially separated from the jaw exposing metal. A probe check was performed and the device passed the probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause of the reported event is most likely due to insufficient tissue between the probe and jaw when the device was activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." As part of our investigation of this report, olympus made multiple follow up attempts via telephone and in writing regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that the device was unresponsive during an unspecified procedure. There was no patient injury reported. It is unknown if the procedure was completed.